Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge reading was inaccurate. Customer's blood glucose (bg) level ranged between 44-214 mg/dl which was addressed by ingesting carbohydrates. Reportedly, customer administered a bolus via the pump prior to sleeping, and low bg occurred later in the night. Customer acknowledged that the pump delivered the intended amount of insulin. Customer went to the emergency room (ER) for the low bg level and received glucose and ate a sandwich. Customer left the ER with a bg level of 117 mg/dl in stable condition. Reportedly, the customer reloaded the cartridge to address issue.